Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The patient was treated with intraperitoneal (ip) antibiotherapy with vancomycin 2 gram (administration frequency according to serum concentrations) and ceftazidime 1 gram/day, for 12 days. Two days after hospitalization, remedial treatment included imipenem (ip) 1 gram/day and fluconazole oral 100 milligram/day was started (16 days of treatment). Twelve days after hospitalization, the patient was treated with vancomycin and the ceftazidime was withdrawn. Eighteen days after hospitalization, imipenem and fluconazole were withdrawn. Eighteen days after hospital admission, the patient recovered from the event of peritonitis and was discharged.